Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 15 months post implant of this 23 mm bioprosthetic valve, the valve was explanted and replaced with a 25 mm valve of a different model. The reason for the replacement was not reported. No additional adverse patient effects were reported.